Manufacturer narrative:
(B)(4).

Event description:
There were coupling/communication issues. The recharger displayed only the recharging screen without coupling bars. The antenna locate feature was used and was in the 80's range. The clinician programmer showed no communication. X-ray confirmed that the implantable neurostimulator (ins) was not flipped. It was noted that the pt lost 35 lbs and the ins was loose in the pocket; the ins was implanted in the left flank. Further info is being requested at this time.